Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 12/23/2025. H6 component code: g07002 - no device problem found. H6 component code: c22 - photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: did this event contribute to any patient adverse event? If yes, please explain. No. H3 photo analysis: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a closed foil labeled as vcp1358 product code s25020090 lot number, expiration date 2030-02-18. The image is not clear to determine the failure mode or the reported condition. Based on the photo review, the event reported is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2025 and suture was used. The patient was diagnosed with "35+5 week pregnancy" and admitted to the hospital for treatment due to 26 days of hypertension after 35+5 weeks of amenorrhea. The patient was unable to control the condition for 1 week and was diagnosed with "35+5 week pregnancy". The patient underwent surgery, and the doctor used suture to suture the patient's tissue. When the suture was halfway used, the problem of pulling off suture needle happened and could not be used. The doctor immediately replaced the suture with new one to continue suturing the tissue. There were no patient consequences reported. Additional information was requested.